Manufacturer narrative:
On august 7, 2023, the mentor failure analysis lab received the device for evaluation. Mentor received additional information indicating that the correct date of explantation was on (B)(6) 2023. On august 9, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the smooth hpg, 550cc breast implant was found to be ruptured. The evaluation determined that the possible cause of the rupture was the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Manufacturer narrative:
On august 16, 2023, the product investigation summary was updated: with the following statement: a second product was received (lot-6973592). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required.

Manufacturer narrative:
On july 14, 2023, mentor received additional information indicating the following information: date of event, patient ethnicity, race, date of implantation and the suspect medical device's lot number. These information have been populated accordingly. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a 37-year old female patient underwent primary breast augmentation with two unspecified mentor gel implants. Post-operatively, the patient was diagnosed, via physical examination, with right breast implant rupture. It was also noted that the rupture might have been from an accident. As a result, the patient underwent breast implant removal surgery on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).